Manufacturer narrative:
The initial MDR was submitted with the incorrect medical device type. The correct type is fmi.

Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for leakage with the incident lot was observed. A review of the manufacturing records was completed for the incident lot #6323814 and no issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. CAPA (B)(4) has been attached to this investigation.

Event description:
It was reported that bd eclipse¿ blood collection needle with luer adapter leaks blood after failure with needle retraction. No blood exposure to mucous membranes. No injury or medical intervention.